Manufacturer narrative:
Event occurrent sometime in (B)(6) 2017.

Event description:
It was reported that the t2 anchor of the fastfix curved assembly would not deploy during a knee procedure. All materials were removed, and the procedure was completed using a backup device. There was no reported delay. No patient injuries or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.